Event description:
It was reported that the user experienced high blood glucose after eating without performing a meal announcement while using the ilet system. After a supply change and waiting period, glucose returned to range. Symptoms included hyperglycemia peaking at 401 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem related to failure to follow instructions and an improper procedure, specifically a missed meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was user error.